Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an aneurysm embolization procedure using the pipeline vantage 5x16, the device could not be introduced into the phenom 27 microcatheter during the resheathing technique. The pipeline became stuck in the distal section of the catheter, and catheter resistance was encountered in the same area. This issue also occurred with another pipeline vantage 5x16 device. The aneurysm was located in the right internal carotid artery (ophthalmic segment) and was unruptured with a saccular morphology. The aneurysm had a maximum diameter of 5.27 millimeters and a neck diameter of 4 millimeters. The landing zone artery sizes were 4.48 millimeters distally and 4.78 millimeters proximally, with moderate vessel tortuosity. The access vessel was the internal carotid artery with a diameter of approximately 5 millimeters. The catheter was flushed continuously with heparinized saline, and the physician attempted to release the load (slack) in the system to resolve the issue, but it was unsuccessful. The catheter and accessory devices, including the rist sheath, excelsior xt27 microcatheter, and navien guide catheter, were prepared as indicated in the instructions for use and will be returned for investigation. The pushwire was not damaged. The catheter was not damaged. The pipeline vantage devices were replaced by medtronic products. The patient outcome was reported as alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the resistance was not determined. The resheathing was performed about 2/3 times when the resistance started to appear. The actual reference and lot serial number of the device pipeline vantage was noted as (B)(6) lot b624428.

Manufacturer narrative:
See h6 for additional fdd code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.